Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received indicating surgical intervention was undertaken on (B)(6) 2024 wherein the ipg site was revised resolving the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that the patient experienced flipping of the ipg within the pocket following weight loss. Surgical intervention may take place in the future to address the issue.